Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv 250 device ruptured at the end of the infusion. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The actual sample is not avaialble; however, the customer has sent a photograph of the device for evaluation. The photograph was received on august 11, 2010, and visual inspection of the photograph confirmed the reported condition of ruptured reservoir. The root cause is being investigated under CAPA (B)(4).per the batch review, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.per the trend review, there have been similar complaints with the same reported condition and the trend is considered stable year over year.